Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not charge the external batteries.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not charge the external batteries.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. During investigation testing, the driver passed all requirements and performed as intended with no evidence of a device malfunction. Additionally, external batteries that have previously met performance requirements were used to test the ability of the driver to recognize and charge external batteries, which the driver was able to do. The external batteries used during the customer-reported issue were also returned and evaluated. The external batteries were found to have a very low level of charge (no leds visible when charge indicators were pressed, indicating less than 20% charge level) and initially could not be recognized or charged by the driver, confirming the customer-reported issue. These external batteries were left to charge in the driver for approximately 24 hours. After 24 hours, when the led indicators were pressed, the batteries showed five leds, meaning that they recovered while in the driver. This confirmed that the driver was eventually able to charge the external batteries in this time period. The external batteries were then further evaluated and functioned as intended with no evidence of a device malfunction. The issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.